Manufacturer narrative:
Analysis of programing history.

Event description:
It was reported by a company representative that during the review of the programming history, it was observed that the generator was programmed to unintended settings on (B)(6) 2005. Not all of the settings were corrected prior to leaving the office on (B)(6) 2005. The off time remained at 60 minutes. The settings remained at 0.5/20/500/30/60 when the pt left the office visit on (B)(6) 2005. The unintended settings were corrected prior to leaving the office on (B)(6) 2006.